Manufacturer narrative:
Correction to follow up report #2 (mwr-12072024-0001672424): full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was char at the tip of the catheter. However, there was no rise in temperature detected. Additional information was received. The char was located on the tip electrode. The system did not present any error messages. The char prevented water from coming out of the middle of the tip when flushing. The physician did not consider the amount of char as excessive. The patient was anticoagulated and was maintained throughout the case. The correct catheter settings were selected. Heparinized normal saline was used. The patient did not exhibit any neurological symptoms and there were no patient consequences; however, the physician reported the amount of char is concerning as there is a risk for stroke. With the information available, this was assessed as MDR reportable product malfunction. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31233212l and no internal action related to the complaint was found during the review. According to pictures provided by the customer, char/thrombus was observed on the tip of the catheter; however, the issue reported by the customer could not be observed during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use of the device contain the following recommendations: monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation; to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: h6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Investigation findings: problem due to thrombosis activation (c010604)/ cause not established (d15) / component code: electrode (g0201501) were selected as related to the photo provided by the customer. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A picture was received and was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was char at the tip of the catheter. However, there was no rise in temperature detected. Additional information was received. The char was located on the tip electrode. The system did not present any error messages. The char prevented water from coming out of the middle of the tip when flushing. The physician did not consider the amount of char as excessive. The patient was anticoagulated and was maintained throughout the case. The correct catheter settings were selected. Heparinized normal saline was used. The patient did not exhibit any neurological symptoms and there were no patient consequences; however, the physician reported the amount of char is concerning as there is a risk for stroke. With the information available, this was assessed as MDR reportable product malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).